Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and ventrio st on (B)(6) 2011 and/or (B)(6) 2015 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against all the devices. It is alleged that the patient sustained injuries on (B)(6) 2014, (B)(6) 2015 and (B)(6) 2019. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with incarcerated incisional hernia thereby underwent laparoscopic repair with the implant of composix kugel mesh (device 1). Per op notes, "a composix kugel mesh (device 1) was placed into the abdomen using tacks." (B)(6) 2014 - patient was diagnosed with incisional hernia thereby underwent repair with partial removal of mesh (device 1). Per op notes, "the small bowel was densely adherent to the mesh and the mesh was separated from the abdomen. The mesh (device 1) was dissected." (B)(6) 2015 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventrio (device 2). Per op notes, "the old mesh (device 1) was noted. A ventrio (device 2) was placed intra abdominally using sutures." (B)(6) 2019 - patient was diagnosed with recurrent incisional hernia thereby underwent repair with the removal of mesh (device 1 and 2) and implant of ventrio st (device 3). Per op notes, "there were two pieces of mesh which were densely adherent to the bowel. Extensive lysis of adhesions was performed. A ventrio st (device 3) was placed into the abdomen using sutures."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2018) is considered to be a best estimate. This supplemental emdr represents the bd ventrio st mesh (device 3). An additional supplemental emdr was submitted to represent the bd mesh ¿ composix kugel (device 1) and bd ventrio mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and ventrio st on (B)(6)2011 and/or (B)(6)2015 and/or (B)(6)2019. As reported, the patient is making a claim for an adverse patient outcome against all the devices. It is alleged that the patient sustained injuries on (B)(6)2014, (B)(6)2015 and (B)(6)2019. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh ¿ composix kugel (device #3). An additional emdr was submitted to represent the bard/davol ventrio st (device #2) and bard/davol mesh ¿ composix kugel (device #1). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.